Manufacturer narrative:
Screw heads were discarded and are therefore unavailable for investigation.

Event description:
Per sales rep: screwheads broke off during insertion in the pt. The heads were recovered and screws stayed in pt.